Event description:
It was reported that a malfunction alarm with code malf 9 occurred, and the pump needed reset information. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) provided assistance by offering the pump reset information and guiding the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. Cts instructed the customer to call back if the malfunction code returned, and the customer understood these instructions.